Event description:
On (B)(6) 2012, a customer reported that due to a delivery issue, he did not receive the adc meter he was expecting. The customer reported that he experienced an injury, and stated he "bottomed out on insulin because he didn't have the meter to test with." The customer mentioned "he wasn't able to receive the delivery due to he was in the hospital, but his wife was at home." However, the customer refused to give specifics as to when he experienced the injury or went to the hospital, stating "that's none of your business." The customer also stated "he never received the meter and someone must have stolen it after (B)(6) left it at the front door." (Per (B)(6) tracking, the meter was delivered on (B)(6) 2012 at 8:51am and left at the front door.) The customer refused to complete the medical survey or provide any additional information. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The event involved a delivery issue, therefore no product will be returned or investigated. The date of the event is unknown. The date is the date abbott diabetes care became aware of the event. The date of manufacture is unknown. The date is the date abbott diabetes care became aware of the event. (B)(4).